Event description:
It was reported that a pt underwent a sling procedure, and a total pelvic floor repair procedure in 2007. About 9 days later, the pt was seen by the surgeon and some vaginal bleeding was noted. About 8 days after, the wound looked good with a small opening possible. At about 3 weeks later, the pt was found to have a part of the graft open with a hint of dehiscence and no infection. The pt was treated with vaginal estrogen cream. In 2008, the pt had less spotting and no urinary complaints. A defect in the vaginal lining and a mild vaginal erosion was found. Three weeks later, the pt was found to have a graft erosion into the vagina. A revision of the sling erosion was planned in about one month later.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.